Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged and caused the patient to experienced twiddler's syndrome and muscle stimulation. This ra lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged and caused the patient to experienced twiddler's syndrome and muscle stimulation. This ra lead was explanted. No additional adverse patient effects were reported.